Event description:
It was reported, the programmer would not recognize/interrogate any devices. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2067l rf (radio frequency) head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the programmer interrogated correctly with a known good rf (radio frequency) head.